Event description:
The pt received the scs system including two percutaneous lead (from the same lot) on (B)(6) 2010. It was reported the pt has been experiencing positional stimulation. Pt also reported there are times when the stimulation spikes and she feels pain. Several contacts were found to have invalid contacts upon reprogramming. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.